Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have damage of the conductor wire¿s insulation. The damage is located at the distal end. As a result, the internal wires are exposed. The electrical continuity test was performed and passed. No thermal damage was observed. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the customer found insulation tearing on the black wire of the fenestrated bipolar forceps. There was no report of patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further analyzed by the advanced engineering team. The instrument was found to have the conductor wire insulation damaged at the base of the bipolar yaw pulley near where the wire routes inside the distal clevis. The insulation was torn, and the conductor wires were exposed as a result. The conductor wire insulation was damaged, but the wire was not torn or fully broken, and no material was missing. The instrument passed an electrical continuity test. The damaged insulation was found to exhibit gouging, which resulted in a piece of the insulation lifting and exposing the internal wires.